Event description:
It was reported that a generator had reached end of svc. Revision surgery occurred, and the explanted generator was returned to the MFR for analysis. Product analysis revealed that a transistor was found to exhibit an out-of-limit (higher) leakage current. This condition could potentially be a contributing factor to the generator's end of svc status.